Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip underwent microscopic and tactile inspection. Inspection revealed numerous kinks in the hypotube, a partial separation at the collar, and tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a catheter break occurred. A guidezilla¿ guide extension catheter was selected for use. During preparation after unpacking and flushing of the device from the hoop, it was noted that the guidezilla was broken in the middle part. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that a catheter break occurred. A guidezilla¿ guide extension catheter was selected for use. During preparation after unpacking and flushing of the device from the hoop, it was noted that the guidezilla was broken in the middle part. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.